Event description:
Customer called to report drive tube break during treatment. Dual needle mode, using neostar triple lumen catheter. Customer states she received an air detected alarm, cleared it, then heard grinding noise from the pumps. Shortly after the pump noise started, instrument gave a centrifuge leak alarm. Customer states the drive tube was separated near the bottom drive tube bearing. Customer states the fluid detector strip was damaged. Customer agrees to return product for investigation. Service was dispatched under (B)(4).

Manufacturer narrative:
Batch record review was performed for lot c349 and there were no nonconformances related to this complaint type. The lot met all release requirements. At the time of the investigation, CAPA (B)(4) was initiated for drive tube leak/break and is currently pending implementation - no trend has currently been detected for this complaint type. CAPA (B)(4) was initiated for alarm #1 (air detected) and closed. An upward trend has been detected for this alarm. No trend detected for alarm #7 (blood leak? Centrifuge chamber). No CAPA initiated for this complaint type. The product has not yet been received for investigation. A final report of the product return analysis will be submitted upon becoming available. Service was dispatched the instrument was thoroughly cleaned. No problems with the leak detection system was noted which was a concern to the customer. A system check out was performed without any failure. Complaint are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Manufacturer narrative:
The photos associated with this complaint were returned for analysis. Based on the photo analysis, the leak is confirmed. One of the photo shows that both bearing retainers are closed and bearing stops are up against the bearing. The other photo shows what appears to be drive tube material shavings on top of the black clamp. This is an indication that the tube was wearing prior to breaking. The likely root cause for the leak is the drive tube break due to stress during spinning. The actual cause for the stress could not be determined. The DHR review did not result in any related nonconformances. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. Meddra codes: lt-device malfunction-(B)(4). Unique device identifier: (B)(4). (B)(4). Not returned.